Event description:
The pt reported that insulin is backing up inside of his infusion device when he attempts to bolus. He reported that, on the evening of the event, his blood glucose was elevated to 558 mg/dl. He reported that his normal range is 40-60 mg/dl (pt confirmed normal range). The pt experiences upset stomach and headache when his blood glucose is elevated. The pt stated that he stopped using the infusion device and switched to insulin injections until his replacement device could arrive. The pt reported that when he examined his infusion device, insulin was in the cartridge compartment. The pt reported that at the time of the call, his blood glucose was "okay". The pt did not require medical attention from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.